Event description:
It was reported that the medfusion pump produced an alarm indicating an "incorrect syringe size." No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in good condition with no appearance of any physical damage. Check syringe plunger sensor found in the event history log. During functional the reported problem duplicated during power up process. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the left plunger case.